Event description:
Customer reported air bubble error and solder on board broken. The part was received for investigation. The device history record was reviewed, and no events linked with reported issue was observed. Only spare parts were received for investigation. The device log review cannot be carried out. After different tests, the air sensor is defective. The origin of this issue cannot be determined. The reported issue was confirmed. A CAPA was opened to determine the origin of this incident.

Event description:
Customer reported air bubble error and solder on board broken.